Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year, this is the first complaint reported for this issue. There have been no additional complaints reported against the finish goods lot and the device history record shows that the product was released per specifications. The customer did not retain a sample for this complaint report, visual inspection or functional testing could not be conducted. Without a sample, it is not possible to isolate the root cause. (B)(4).

Event description:
A customer reported that the surgeon experienced low vacuum with both the vitreous probe and the extrusion needle during a combined cataract and retina procedure with a membrane peel. The reported informed that "the system registered vacuum but it did not match output vacuum". Upon follow up with the customer, a nurse stated that the surgeon was having difficulties vacuuming out of the eye indocyanine green and the triamcinolone particles. In order to resolve the issue, the cassette was replaced. Also, that all the indocyanine green was removed successfully. The membrane peel was not performed during the procedure. It is unknown when the membrane peel will be performed. A product sample was requested, but it was discarded by the customer upon completing the case. Additional information was requested for this report. No additional updates have been received.